Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim gastrointestinal/pelvic floor therapy. It was reported that 2 weeks ago, after they fell and broke their fibula they had bowel symptoms of a lot of diarrhea with no warning and during 2 daytime doctor's appointments pt could not give any urine but had 3 successful urine releases during the night time. Worked with the patient and their daughter to plug in the equipment and the handset showed a percentage, after powering it up, they were successful to synch with their ins and increase stim confirming comfortable sensation in their bike seat region. Reviewed some general interstim therapy optimization information, offered and emailed quick guide and symptom diary and recommended patient continue working closely with their doctor. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists.